Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016, to report that on (B)(6) 2016, their receiver's display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D10: device available for evaluation - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was reviewed and firmware errors were observed. The reported event of a frozen display screen was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: b5: describe event or problem - correction. G7: type of report. H2 type of follow up - correction. This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on tue sep 27 11:33:18 edt 2016 with MFR# 3004753838-2016-00669. The ack3 was received on tue sep 27 11:33:18 edt 2016 with coreid: ci1474989829992.2460042@fdsuv08652_te1.

Event description:
This supplemental MDR with follow-up # 01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up # 02.